Manufacturer narrative:
The permanent cautery spatula instrument has not been returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being classified as a reportable event due to the following conclusion. During a da vinci-assisted surgical procedure, it was alleged that the site witnessed arcing from the permanent cautery spatula instrument. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. It is unknown at this time what caused the arcing issue.

Event description:
It was reported that post da vinci-assisted surgical procedure, it was noticed that there was ¿arcing¿ witnessed from the permanent cautery spatula instrument. Intuitive surgical, inc. (Isi) followed up with a nurse and obtained the following additional information: it was reported during the surgical procedure while the surgeon was dissecting an unspecified tissue, there was arcing witnessed from the permanent cautery spatula instrument. The following were confirmed; there were no collision of instruments, the instruments were inspected prior to use, there was no fragment(s) that fell inside the patient, and there was no patient injury reported. The planned surgical procedure was successfully completed and there were no intra-operative experienced by the patient. There is no video recording of the surgical procedure. A valleylab bovie ft 10 was the generator that was used, and the generator settings were 30 cut, 30 coag, and 30 for bipolar.

Event description:
Initial MDR event submitted on 04/05/2019: it was reported that during a da vinci-assisted surgical procedure, it was noticed that there was ¿arcing¿ witnessed from the permanent cautery spatula instrument. Intuitive surgical, inc. (Isi) followed up with a nurse and obtained the following additional information: it was reported during the surgical procedure while the surgeon was dissecting an unspecified tissue, there was arcing witnessed from the permanent cautery spatula instrument. The following were confirmed; there were no collision of instruments, the instruments were inspected prior to use, there was no fragment(s) that fell inside the patient, and there was no patient injury reported. The planned surgical procedure was successfully completed and there were no intra-operative issue or injury experienced by the patient. There is no video recording of the surgical procedure. A valleylab bovie ft 10 was the generator that was used, and the generator settings were 30 cut, 30 coag, and 30 for bipolar. New information: isi followed up with an operating room (or) nurse and obtained the following additional information: the reported instrument was not used on 03/07/2019 as initially reported. Furthermore, there were no instrument or product issues on 03/07/2019. The reported issue occurred during a da vinci-assisted cholecystectomy surgical procedure on (B)(6) 2019. The operating room nurse spoke with other operating room staff at the site and there was no recollection of instrument arcing, only instrument thermal damage. The operating room nurse was able to confirm that the procedure was completed robotically with no patient harm, injury, or adverse outcome.

Manufacturer narrative:
Initial MDR submitted on 04/05/2019: 4315 - the permanent cautery spatula instrument has not been returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being classified as a reportable event due to the following conclusion. During a da vinci-assisted surgical procedure, it was alleged that the site witnessed arcing from the permanent cautery spatula instrument. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. It is unknown at this time what caused the arcing issue. Follow-up MDR #1 submitted on 05/15/2019: intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of. The instrument was found to have thermal damage on the monopolar yaw pulley. Black char marks were present at the distal end. Any material missing from the damage of the yaw pulley is likely thermally induced rather than mechanically induced. The known common cause of this failure is mishandling/misuse. One side of the distal clevis ear was removed and the silicone potting did not appear to be compromised. The conductor wire was not damaged around the weld location. The electrical continuity test passed. The known common cause of this failure is mishandling/misuse. Based on the device evaluation results, this MDR report is being retracted since this is deemed as a non-reportable event. The known common cause for the reported failure is mishandling/ misuse and not due to a malfunction of the device. Additionally, there was no report of patient injury or harm. New additional/corrected information - follow-up MDR #2: additional information can be found in the following sections: adverse event or product problem, date of event, event, relevant tests/laboratory data, other relevant history, MFR site, report source, PMA/510k, if follow-up, what type, device evaluated by MFR, labeled for single use and usage of device. 4307 - intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument and performed a device evaluation. Failure analysis investigations confirmed the customer reported complaint of arcing. The instrument was found to have thermal damage on the monopolar yaw pulley just below the ceramic sleeve. Black char marks were present at the distal end. Any material missing from the damage of the yaw pulley was noted to likely be thermally induced rather than mechanically induced. One side of the distal clevis ear was removed to inspect the weld location, which revealed that the silicone potting was not compromised. The conductor wire was not damaged and there were no signs of damage at the weld location. The electrical continuity test passed. No additional complaints related to the instrument or the event have been reported. This complaint is being reported because thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Updated fields: relevant tests/laboratory data and other relevant history: updated based on patient information provided. Adverse event or product problem: product problem was selected as there is evidence to suggest that the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Date of event: date of event was updated to on (B)(6) 2019 from on (B)(6) 2019 as the instrument was last used on (B)(6) 2019. Isi followed-up with operating room (or) staff and confirmed that there were no product issues on 03/07/2019. Event: updated to populate procedure name, which was discovered via a review of the procedure logs. Catalog #: the product catalog number and serial number have been populated as they were blank in the previous reports. MFR site and report source: have been updated as the manufacturer's contact information has changed. Date rec¿d by MFR was updated to the date that intuitive surgical, inc. (Isi) completed failure analysis investigations. Device evaluated by MFR: updated based on isi's evaluation of the device. Labeled for single use: populated as "no" as this instrument is not a single-use instrument. Device problem codes, result codes, and conclusion codes updated based on follow-up with operating room (or) staff and failure analysis results detailed above. Usage of device: populated as "reuse" as the investigation revealed that this reported issue occurred on the instrument's third usage. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
Refer to additional for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of. The instrument was found to have thermal damage on the monopolar yaw pulley. Black char marks were present at the distal end. Any material missing from the damage of the yaw pulley is likely thermally induced rather than mechanically induced. The known common cause of this failure is mishandling/misuse. One side of the distal clevis ear was removed and the silicone potting did not appear to be compromised. The conductor wire was not damaged around the weld location. The electrical continuity test passed. The known common cause of this failure is mishandling/misuse. Based on the device evaluation results, this MDR report is being retracted since this is deemed as a non-reportable event. The known common cause for the reported failure is mishandling/ misuse and not due to a malfunction of the device. Additionally, there was no report of patient injury or harm.